Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient reported that their stimulator just shut off. The patient was in the hospital visiting their mother frequently. The rep met with the patient and interrogated their battery and it stated "power on reset occurred." The por had occurred at home. No further complications were reported or anticipated. No symptoms were reported. The issue was resolved.